Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and the right ventricular (rv) lead exhibited high impedance, oversensing, loss of pacing and possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.